Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, surgeon unable to fire the radial reload and take another radial reload and used. There was no patient injury.